Event description:
A healthcare professional reported a home pt received a system error 2240 alarm in dwell 2/3 during treatment using homechoice device. The home pt noted there was a tear in the cassette sheeting. Prophylactic antibiotics were given and no pt injury was associated with this incident resulted per the healthcare professional.